Manufacturer narrative:
This supplemental report is being submitted to provide additional findings form the legal manufacturer¿s final investigation. Additional data:h6 in addition to the previously observed reportable malfunctions, the investigation identified dust and a foreign object inside the video connector. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is on-going. Should additional/relevant information be provided a supplemental report will be submitted.

Event description:
It was discovered while evaluating an olympus evis exera iii video system center, that the connecting pins had corrosion present. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 (findings and conclusion) and h11. Corrected fields: b5, d5, e1 (contact information must remain blank, establishment name is added), e2, e3, h6 ( medical code and type of investigation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection the video system center exhibited dust and foreign object inside the video connector.